Event description:
The pt had a revision done. No additional details were provided. Additional info has been requested, a follow-up report will be sent if add'l info becomes available. See MFR's report # 3004209178200805578.